Event description:
Reporter alleged the customer was found unconscious on the bed and was and was tested with a result of 74 on the advantage system. Reporter stated the customer was treated with orange juice and fifteen minutes later, an 89 mg/dl result was obtained on the same system. Reporter stated the customer was still unconscious, so an ambulance was called. Reporter stated they used a professional system to obtain a result of 39 mg/dl, injected the customer with a sugar solution, and took him to the hospital where he was admitted for 3 weeks. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged the customer was found unconscious on the bed and was tested with a result of 74 on the advantage system. Reporter stated the customer was treated with orange juice and fifteen minutes later, a 89 mg/dl result was obtained on the same system. Reporter stated the customer was still unconscious, so an ambulance was called. Reporter stated they used a professional system to obtain a result of 39 mg/dl, injected the customer with a sugar solution, and took him to the hospital where he was admitted for 3 weeks. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.